Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot number of the device that was in use is unknown. The customer identified two possible lot numbers (plots). The possible lot numbers are 4124738 (expiry date 6/01/2022, MFR date 11/01/2019), & 3849204 (expiry date 11/01/2021, MFR date 11/01/2018).

Event description:
The event involved a ndehp pe-lined plum 0.2flt-sl, where leaking was noted from the 0.2 micron filter part of the line during administration of etoposide resulting in possible exposure to chemotherapy. It was reported that 10 to 15ml of fluid leaked out onto a patient¿s food tray. The patient was not eating at the time. There was no patient involvement, no adverse event or human harmed, and no delay in critical therapy.